Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2016 with the following findings: evaluation revealed that the display screen was dim, faded and discolored. Evaluation also revealed that the battery compartment was cracked in two areas. Unrelated to these issues, investigation revealed that the audio bolus button cover was detached and missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, faded and discolored. Evaluation also revealed that the battery compartment was cracked in two areas. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/12/2016.